Event description:
It was reported that a pt with an itrel3 stimulator experienced changes in feeling and intensity of stimulation when home electronic devices interfered with the implantable pulse generator (ipg).

Manufacturer narrative:
(B)(4).